Event description:
A pt experienced a delayed transfusion reaction, but displayed no clinical signs or symptoms. The reaction was discovered in the laboratory, after a post-transfusion sample drawn 04/30/06 demonstrated an antibody. A sample from theis pt had tested negative for antibody screen on 04/26/06. Three units of red blood cells were transfused based on the negative screening results. Two were positive for jka. There was no previous history on file for the pt.